Manufacturer narrative:
Philips contacted the customer inquiring if unit was in use on patient, but no response was received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per customer, the unit was not in use on patient.

Manufacturer narrative:
Failure analysis on the returned blower assembly and motor controller (mc) board shows that the output voltage of the blower assembly was tested and found to be within specification. The customer returned mc board and blower assembly were installed in an fi test ventilator. The ventilator was run in normal ventilation for 4 with elevated pressure and breath rate settings for 4 hours without any errors occurring. The blower temperature at 150 lpm constant flow was 34.2 degrees c after it stabilized, well within specification. The air delivery/flow accuracy pv test was executed and passed. No failure was found.